Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) and (B)(4) description: linear st lead, 50cm additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician was not able to place the leads and was referred to another physician for revision.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.